Manufacturer narrative:
(B)(4). Follow up information was received from a nurse, which medically confirmed this report. The event of bacterial peritonitis was amended to peritonitis with culture positive for (B)(6). Intermittent constipation and diarrhea were added as events. Dianeal therapies were ongoing (previously not reported). On an unreported data, the patient developed intermittent constipation and diarrhea. On (B)(4) 2012, the patient was evaluated in the emergency room. On (B)(4) 2012, the patient was diagnosed with peritonitis, which did not require hospitalization. On the same day, the patient started treatment with ceftazidime 1gram ip daily for 21 days. Peritonitis was not caused by a break in aseptic technique. The nurse believed that peritonitis was related to the intermittent constipation. On (B)(4) 2012, the patient was discharged to home from the emergency room. The peritonitis with culture positive for e. Coli was recovering. Intermittent constipation and diarrhea has been recovered. A batch review was conducted on potentially associated lot number: h12c17020 with no defects noted during the manufacture of these lots related to the reported condition.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis bacterial in an patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). It was not reported whether the dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.